Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It was reported when the implant was opened, that both inner packages were damaged. The implant was not used. As a result, another implant was put in which the surgeon felt was not as adequate and had to wait 30 minutes with the patient on the table until it was brought from the office.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product found that the outer and inner cavities were cracked. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the product damage appears to be transit. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.